Event description:
During deployment of an 8cm long smart control stent in the right superficial femoral artery, the stent deployed at a length of 6cm. The approach was contralateral from the left femoral, and there was mild calcification and vessel tortuosity at the target site. The level of stenosis was not known. No diffifulty was experienced during crossing of he lesion, and the lesion had been pre-dilated prior to stent implant. The stent was deployed after verification that the sds's radiopaque stent markers were located proximal and distal to the target lesion. A second smart control stent was used to completely cover the lesion and successfully complete the procedue. There was no report of any adverse consequences to the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.